Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a vertical sleeve gastrectomy procedure, it was reported by the surgeon that on the first firing, with a gst60g, the outer row of staples on the sleeve side had numerous unformed staples at approximately the middle section of the staple line. Upon assessing the staple line closely, he proceeded on with the next firing with a gst60b and had similar observations. Again, he examined the staple line and chose to proceed and again with the same results. He could not recall if the fourth or fifth firings were clean or not but he never changed staplers as he felt the staple line integrity was sufficient he continued with the case to completion using the same stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56a0j the analysis found that one psee60a device was returned with no apparent damage and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.